Manufacturer narrative:
Final investigation determined that the master valves (mv) that control the movement of reagents through the system developed a leak over time. The design of the seal within the master valves may not have allowed for sufficient control of fluids within the valve. The protective sheet intended to cover electronic components was misaligned, allowing salty reagent solutions to reach electronic components. Root cause was a sequence of events that caused a salt bridge at the solenoid valve (sv) connector that allowed current to continue flowing, causing heat and ignition. The solenoid valve wiring bundle was routed from above, and it laid on top of the protective sheet, so leaking reagent traveled down the wiring to the solenoid connector. This was the ignition point. A field corrective action will be performed on all xn-series analyzers. Service engineers will be visiting each site to align the protective sheet, reroute the wiring bundle under the sheet, clear any salt deposits from electronic parts if present, and replace any leaking master valve seals. Additionally, any master valves that may be susceptible for leakage will be replaced. Note: (B)(4).

Manufacturer narrative:
Evaluation by the manufacturer ruled out failure of specific electronic components (solenoid valve and controller printed computer board), but determined that a fluid leak occurred within the analyzer causing a short circuit in the connector of a solenoid valve. The heat generated from the short circuit led to nearby resin parts to catch on fire. Investigation is on-going.

Manufacturer narrative:
If this issue were to recur, death, serious injury, or a serious deterioration in the state of health is possible. Any incident in which a fire starts has the potential to cause user harm, not only because of the possibility of a person suffering injury from burns, but the possibility of inhalation of smoke or vapors from any combustible materials involved.

Event description:
On (B)(6) 2016 at 10:30am, lab personnel observed smoke coming from one of the three xn-10 hematology analyzers that is part of the xn-9000 system. It is unknown whether the analyzer was processing samples at the time of the event. Subsequently, flames were observed on the front of the analyzer. The lab supervisor called a hospital code red and unplugged the entire system (comprised of three analyzers and sample rack conveyors). Facilities maintenance arrived and extinguished the fire. No harm or injury to operator was reported. This event is being reported to the FDA due to potential for serious injury if this issue were to recur.

Manufacturer narrative:
If this issue were to recur, death, serious injury, or a serious deterioration in the state of health is possible. Any incident in which a fire starts has the potential to cause user harm, not only because of the possibility of a person suffering injury from burns, but the possibility of inhalation of smoke or vapors from any combustible materials involved.

Event description:
On (B)(6) 2016 at 10:30am, lab personnel reported observing smoke coming from one of the three xn-10 hematology analyzers that is part of the xn-9000 system. It is unknown whether the analyzer was processing samples or not. Subsequently, flames were observed on the front of the analyzer. The lab supervisor called a hospital code red, unplugged the entire system (comprised of three analyzers and sample rack conveyors), and began extinguishing the fire. Facilities maintenance arrived, and continued spraying the instrument with the fire extinguishers. The local fire department responded but after the fire was extinguished upon their arrival. Three extinguishers were used; both mono-ammonium phosphate and halotron 1 type extinguishers. No harm or injury to operator was reported. This event is being reported to the FDA for the potential for serious injury if this issue were to recur.